Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with an infection and improper healing of the incision site at the implanted device pocket site. The implantable cardiac monitor was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The device was returned due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. Analysis performed, including telemetry and electrical testing indicated normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.